Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg migrated as a result the patient was having difficulty charging and aligning charger. It was also stated that the stimulator was not covering the patients pain and she was experiencing undesired sensations on non targeted areas. The patient underwent a pocket revision procedure and was doing well postoperatively. Nothing was implanted or explanted.